Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The .014 whisper guide wire referenced in b5 is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with heavy tortuosity, mild calcification and 90% stenosis. A .014 hi-torque pilot guide wire was prepped, advanced; however, could not cross due to the patients anatomy. The .014 hi-torque pilot guide wire was simply removed from the patient anatomy without any issue. A .014 whisper guide wire was prepped, advanced without any resistance to the target lesion and a 2.5x10mm non-abbott balloon dilatation catheter (bdc) used to pre-dilate the lesion. However, during removal of the non-abbott bdc resistance was met and the wire separated. The whisper guide wire and non-abbott bdc were simply removed from the patient anatomy as a single unit. Reportedly, a 2.75x15mm nc trek balloon dilatation catheter was intended to be us; however, the protective sheath could not be removed. Therefore, it was not used and there was no patient involvement with the 2.75x15mm nc trek bdc. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.